Event description:
When removing backing to place arctic sun gel pad onto patient, the backing adhesive peeled off completely which prevented product from being able to stick. Discarded and opened a new one to complete procedure. Manufacturer response for temperature management pad, arcticgel (per site reporter). Bd opened a formal case. They have not provided an update or follow up response after multiple phone and email inquiries.